Event description:
Nurse reported the customer fell down due to hypoglycemia. She was taken to the emergency room and treated with d50. Her blood glucose was 44 mg/dl at 5:00 a.m. On the hospital meter. Nurse reported the customer has a learning disability and history of sleep walking, and she is unsure if customer was capable of learning a new infusion device system. There are several boluses in the infusion device history that the customer does not remember programming: 25 units at 1:50am on (B)(6) 2015, 25 units at 1:26 am on (B)(6) 2015, 25 units at 1:05am on (B)(6) 2015, 25 units at 12:30 am on (B)(6) 2015, 25 units at 11:51 am on (B)(6) 2015, 25 units at 11:43 pm on (B)(6) 2015, 25 units at 8:10 pm on (B)(6) 2015, and 25 units at 1:07pm on (B)(6) 2015. There are also several error messages the customer does not remember receiving. No specific allegations were made against the infusion device. The customer was taken off the infusion device due to "education issues." No product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.